Event description:
This anchor broke during insertion. The broken portion of the anchor was easily removed from the joint. The site was pre-drilled prior to attempted insertion. The ao-2 finger technique was not used during insertion. A back-up device was used to complete the open rotator cuff repair. The surgoen experienced a delay of 10 minutes as a result. It was confirmed that the threaded portion of the anchor was removed from the patient and that a 2.5mm drill was used to prepare the site. There was no patient injury as a result.